Event description:
It was reported that on the pwd noticed glucose levels climbing and changed the infusion site, but glucose continued reading high for several hours. The cleo 90 set was found with a cannula bent under the adhesive, preventing insertion into the skin. The pwd was assisted with the use of the correction bolus feature, was given education on insulin action time and expected pump response to hyperglycemia, and a replacement was processed. A cleo cannula was identified as bent under the clear adhesive, and the cannula did not appear to have been in the skin. There was patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.